Manufacturer narrative:
Additional information provided in sections a1, a2, a3.a, b3, and b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the event occurred during vitrectomy surgery in the left eye. The surgery was completed on the same day with an alternative system.

Manufacturer narrative:
The company representative was able to replicate the reported ¿light-port issues.¿ a nonconforming illuminator was replaced to address the issue. However, the issue related to ¿vacuum¿ could not be replicated. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a nonconforming illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the light on the tabletop of the ophthalmic system was out on both ports, and the vacuum was not sucking strongly enough. Procedure details and patient harm was not reported. Additional information has been requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).